Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, motion sensor test failure and battery out limit alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to MRI. The customer was unable to confirm accuracy of settings because customer cannot see very well and does not have someone to help him navigate the screens. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.